Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for the placement of the filter was prophylactic deep vein thrombosis (dvt) protection status post multiple trauma from a motorcycle accident. Injuries sustained as a result of the accident include; closed head injury with intraparenchymal bleed, bilateral pulmonary contusions, left pneumothorax, respiratory failure requiring intubation, splenic rupture requiring removal and exploratory laparotomy, liver hematoma, pancreatic contusion with bleeding, l2 compression fracture and multiple facial fractures. Twenty-one days later the patient was discharged to a rehabilitation facility. Approximately twenty- four days after the filter implant an ultrasound revealed thrombus in the right basilic and cephalic veins. According to the medical records the filter was placed via a left sided approach, approximately 1cm from the anastomosis of the renal veins. Venacavogram was performed before and after filter placement to assure patency of the vein and appropriate position of the filter. There were no immediate complications. Approximately thirty-six days after the initial implant a percutaneous attempt was made to remove the filter; however, imaging performed at that time revealed a moderate amount of thrombus present at the caudal cone of the filter as well as some eccentric thrombus in the more caudal aspect of the ivc along the right wall. Also noted was mild narrowing of the right common iliac vein and no evidence of right venous iliac thrombosis. It was decided at that time to leave the filter in place. The imaging note did not mention migration, tilt or perforation of the filter in the ivc. The patient was placed on permanent anti-coagulation therapy. It was initially reported that the filter embedded itself in the ivc wall causing injury and damages including but not limited to blood clots, clotting and occlusion of the ivc, and perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment. Additional information contained in the patient profile form indicated (ppf) indicated that the patient has experienced tilt of the device, shortness of breath, gout in lower extremities with extensive pain, edema in both legs, varicose veins in the right leg, pain, erectile dysfunction, morbid obesity, an enlarged heart, and continues to experience anxiety related to the device. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Blood clots, thrombosis in the filer and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt, migration, perforation, retrieval difficulty, thrombosis, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Pain, anxiety, shortness of breath, gout in lower extremities with extensive pain, edema in both legs, varicose veins in the right leg, erectile dysfunction, morbid obesity, an enlarged heart do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief (B)(6) vs. Cordis, an unspecified period of time after an optease vena cava filter was implanted, the filter reportedly embedded itself in the ivc wall causing injury and damages including but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clots, blood clots and occlusion do not represent a device malfunction. The reported events could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief (B)(6) vs. Cordis, an unspecified period of time after an optease vena cava filter was implanted, the filter reportedly embedded itself in the ivc wall causing injury and damages including but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment.